Manufacturer narrative:
The doctor stated that he placed extra sutures on the scleral graft to minimize peri-tubular outflow, left viscoelastic in the eye, and atropinized the patient. The patient has improved and stabilized. Lot number is not available for DHR. Valve was not explanted and is not available for evaluation. IFU was reviewed and it includes shallow chamber as a known complication and adverse reaction.

Event description:
(B)(6) year old s/p fp7. Iop 7 with formed ac but appeared soft. Shallow chamber.